Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) was replaced by the hospital stuff to resolve the issue. No parts have been returned for investigation nor they provided any logs. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).